Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection revealed bent connector. A functional evaluation revealed device connector was bent upon receiving device. No overheating noted. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that could have contributed to the reported event include a failure of a concomitant device. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Event description:
It was reported that the mdu was getting hot. It is unknown whether the event took place in a surgical procedure or not. It is unknown if there was a backup device or if there was a surgical delay.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).